Manufacturer narrative:
Based on the information provided on 16-feb-2017 that alleged the activ.a.c.¿ therapy was removed due to a staphylococcus infection, kci could not determine that the alleged event was related to the activ.a.c.¿ therapy system. As of 18-mar-2018, kci had no information to confirm the infection, gray coloration and bony spicules were unrelated to v.a.c.® therapy. Based on the information, kci's assessment remains the same; kci could not determine that the alleged event was related to the activ.a.c.¿ therapy system. No additional clinical information has been provided. Device labeling, available in print and online, states: infected wounds should be monitored closely and may require more frequent dressing changes than non-infected wounds, dependent upon factors such as wound conditions, treatment goals. Refer to dressing application instructions (found in v.a.c.® dressing cartons) for details regarding dressing change frequency. As with any wound treatment, clinicians and patients/caregivers should frequently monitor the patient's wound, periwound tissue and exudate for signs of infection, worsening infection, or other complications. Some signs of infection are fever, tenderness, redness, swelling, itching, rash, increased warmth in the wound or periwound area, purulent discharge or strong odor. Infection can be serious, and can lead to complications such as pain, discomfort, fever, gangrene, toxic shock, septic shock and/or fatal injury. Some signs or complications of systemic infection are nausea, vomiting, diarrhea, headache, dizziness, fainting, sore throat with swelling of the mucus membranes, disorientation, high fever, refractory and/or orthostatic hypotension or erythroderma (a sunburn-like rash). If there are any signs of the onset of systemic infection or advancing infection at the wound site, contact the treating physician immediately to determine if v.a.c.® therapy should be discontinued.

Event description:
The following information was reported to kci by the patient's spouse: on (B)(6) 2017, the wound care center removed the activ.a.c.¿ ion progress¿ remote therapy monitoring system. The patient was in the hospital allegedly due to a staphylococcus infection that required re-operation. Per review of kci records, the physician observed the patient on (B)(6) 2017 and noted the patient had a low grade fever. The wound bed exhibited a pink, gray coloration and there were bony spicules noted at the base of the wound. The patient was admitted for continued surgical evaluation and management. No additional information was available. On (B)(6) 2016, the device was tested per quality control procedure by kci field service, and the unit passed the qc checks and met specifications. On (B)(6) 2017, the device was placed with the patient.